Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, fiber optic sensor failure occurred. The customer attempted at disconnecting and reconnecting without success. No waveform or indices present. Attempted to disconnect again and transduce the central lumen. The central lumen is very sluggish to flush and displays poor waveform. No other aline is present. The getinge representative advised to use an alternate aline if placed to monitor pressure and waveform. Customer understands what needs to be done and is paging the physician about the need for another line. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, fiber optic sensor failure occurred. The customer attempted at disconnecting and reconnecting without success. No waveform or indices present. Attempted to disconnect again and transduce the central lumen. The central lumen is very sluggish to flush and displays poor waveform. No other aline is present. The getinge representative advised to use an alternate aline if placed to monitor pressure and waveform. Customer understands what needs to be done and is paging the physician about the need for another line. There was no reported injury to the patient.